Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
An impella 5.5 pump was implanted in a patient when the care team observed purge alarms, in addition to pump saturation. The team troubleshot by the addition of tissue plasminogen activator. When the pump was explanted biomaterial was seen at the cannula. The patient survived.

Manufacturer narrative:
The investigation of high purge pressure, thrombus, and saturated flow has been completed. Returned product was investigated and after soaking the pump, there was biomaterial noted to be in the outflow cage and purge gap. However, there is potential that this was not the ingested biomaterial, since saturated flows resolved in the field. The pump was connected to a console and run. For the first 10 seconds, pump flows were saturated, but quickly became low, likely due to movement of the biomaterial in the cannula. High purge pressure did not reproduce after running the pump two separate times. This could potentially be explained by tissue plasminogen activator (tpa) being added to the purge or other factors after the pump was explanted. High purge pressure: data logs showed the purge pressure rise suddenly over 2 minutes immediately after a biomaterial ingestion signature. Returned product had biomaterial in the outflow cage and around the purge gap. However, high purge pressure did not reproduce when connecting the pump to the console. This suggests that biomaterial on returned product may not have been the biomaterial that was ingested. Based on the signature noted on data logs, the root cause of the high purge pressure was determined to most likely be biomaterial ingestion. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. Saturated flow: data logs showed the signatures of a biomaterial ingestion event by means of a motor current spike and motor speed deviation followed by a drop in diastolic ps. Returned product was investigated and there was biomaterial in the outflow cage and around the purge gap. That being said, there is potential that this was not the biomaterial that was ingested in the case, since saturated flows resolved in the field. Saturated flows only reproduced when running the pump in a bucket for a few seconds, and then quickly turned to low pump flows. This can likely be explained by the biomaterial on returned product shifting location in the cannula. Again, it was not expected that saturated flows would reproduce since they resolved in the field. Based on the signature seen in data logs, the root cause of the saturated flow was most likely biomaterial ingestion.